Event description:
In 2008, andy stated that the head section of this bed was damaged. The following month - this is a rental bed. The account alleged that the head section of this bed was damaged. Reporter stated that no one at the account knew what happened to this bed. The head section was twisted and pulled out of the frame. There was no injury from this issue. This bed was sent back to hill-rom for repair, the bed is back in the service center, ready for rental.